Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedruee, the shaft broke on a taxus express2 stent. The index procedure, treated one target lesion originating in the left main coronary artery (lmca) and extending into the 1st obtuse marginal (om). The de novo lesion was 70% stenosed, 43mm in length with mild calcification. The vessel diameter was 3.0mm with timi-2 flow. The physician pre-dilated with a maverick 3.50x20mm balloon. After the first stent was implanted, the physician advanced a taxus express2 3.00x16mm stent to the lesion. Prior to deployment, the proximal portion of the shaft broke. The device was withdrawn into the guide catheter and removed from the patient's body. The physician completed the procedure by implanting 4 drug eluting stents in the target lesion. A 2.50x16mm taxus liberte, two unk size conor costar stents and one cordis cypher stent were placed. It is unk the order of placement of these stents. The physician did not post dilate the stents; however, the results were 0% residual stenosis with timi-3 flow. The patient was discharged 2 days following the procedure on plavix and aspirin.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch, namely top assembly batch# 7811967, found that the device met its material, assembly and product specifications, at the time of release to distribution.